Event description:
Pt's wife states, she had put in her husband's g-tube and 5 days later, heard a pop and found the tube laying on his chest. Pt's spouse states, at the time this happened, they were not feeding pt. Tube was placed by wife as they change it every 3 months. Used 20 cc's of tap water to fill balloon. She states, no food container to send back as they were not feeding at time.

Manufacturer narrative:
Device evaluated and confirmed to have burst balloon. No other testing was performed on affected device. Investigation of similar product from same lot is in-process. Investigation on-going. Preliminary test of same lot indicates device works as intended. Pt's wife states she inflated balloon with 20cc water. Device labeling instructions for use instructs caregiver to fill with 15cc.